Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported an unknown patient underwent an ascites drain insertion procedure in which an ultrathane mac-loc locking loop multipurpose drainage catheter was used. The drain was advanced successfully over a wire with the flexible stiffener inserted and placed in the target site. Contrast was advanced through the catheter to confirm placement and leakage at the hub and catheter was noted. On attempting to remove the leaking device over a reinserted wire, the drain "became stuck." The flexible stiffener was no longer in the catheter on attempting to remove the drain. The suture was then cut, and the drain was successfully removed. Another similar device was used to successfully complete the procedure. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. One used ult10.2-38-25-p-6s-clm-rh, ultrathane mac-loc locking loop multipurpose drainage catheter was received in a used condition. A leak test confirmed leakage at the cap/tubing connection. Less than one thread was showing between the mac-loc adapter and connector cap. The cap and mac-loc adaptor were disassembled and the flare was observed to exhibit a crease and tear, leading to leakage. A visual examination confirmed the distal tip of the catheter was free from damage. Using the appropriate size wire guide (.038"), advancement into the distal tip and out the proximal end was performed without encountering difficulty. Based on the evidence displayed, it was confirmed the flare was manufactured out of specification. However, the device attributes related to the failure of difficult removal are within specification. A document-based investigation evaluation was performed. A review of the device history record (DHR) for lot number 14112238 confirmed there were no relevant nonconformances. A review of complaint history found one additional device with hub leakage reported from the same facility (reported under: 1820334-2021-02620). Since two leakage complaints were received on lot 14112238,a nonconformance search was performed for similar devices manufactured by the same operators from 01jul2021 to 31aug2021. There were nine lots with inadequate flares or leakage. There are no complaints on these lots. Based on this information, cook did not conclude that additional nonconforming material exists in house or in the field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: "a tfe-coated wire guide must be used with ultrathane® catheters.". "Unlocking catheter loop for mac-loc® locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig.6) note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Cather exchange can now be performed.". How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the device master record, device history record, and device failure analysis, there is no evidence that a manufacturing deficiency contributed to difficult removal of the catheter. However, the device failure analysis confirmed the flare was manufactured out of specification, leading to leakage. Based on the device history record review, cook did not conclude that additional nonconforming material exists in-house or in the field. Cook reviewed the device master record, and sufficient inspection activities are in place to identify the failure modes prior to distribution. There are 100% inspection activities in place. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to the leak in the device, as the flare was measured out of specification. The appropriate personnel have completed defect awareness training. Cook has also concluded that a component failure contributed to difficult removal of the catheter, as there is no evidence of manufacturing deficiency for the relevant components. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
(B)(6). Occupation: nurse unit manager. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient underwent an ascites drain insertion procedure in which an ultrathane mac-loc locking loop multipurpose drainage catheter was used. The drain was advanced successfully over a wire with the flexible stiffener inserted and placed in the target site. Contrast was advanced through the catheter to confirm placement and leakage at the hub and catheter was noted. On attempting to remove the leaking device over a reinserted wire, the drain "became stuck." The flexible stiffener was no longer in the catheter on attempting to remove the drain. The suture was then cut and the drain was successfully removed. Another, similar device was used to successfully complete the procedure.